Manufacturer narrative:
Section d4 serial number was corrected. Section d4 primary UDI number has been updated.

Manufacturer narrative:
Additional information has been provided in b5

Event description:
Additional information indicates "pump was weaned and removed. Pigtail was still across the valve when we went to ccl and md elected not to push cp back across."

Manufacturer narrative:
Hemodynamic instability: the root cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the root cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 33-year-old male patient was admitted with acute myocardial infarction cardiogenic shock under cardiopulmonary resuscitation with a mean atrial pressure of 47 mmhg with intra-aortic balloon pump support (under catecholamine and respiratory support) with an arterial lactate of 10.1 mmol/l with a left ventricular ejection fraction of 25% (in society for cardiovascular angiography and interventions shock stage e.) Subsequently an intra aortic balloon pump was placed, yet another ventricular fibrillation occurred during the night. So that the patient was upgraded to an impella cp. Additionally, a distal perfusion cannula was inserted. On the second day of the support, the impella cp was again exchanged for an intra aortic balloon pump, as the pump had been pulled into the aorta due to an inaccurate repositioning attempt at bedside. Impella cp is coded for additional device required following the inadvertent removal of the device.